Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op ap/lateral x-rays for l3-s1 fusion were provided. No interbody grafts are present. Hardware placement appears appropriate. The s1 screws are fractured bilaterally. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-s1 fusion and decompression due to spinal stenosis, congenital spine deformity and spondylolisthesis. The alleged screw was implanted in this surgery. Decompression was done first, pedicle markers were used to determine screw placement via x-ray. Pedicles were measured and screws were placed. Screws looked good on final x-ray before closing. A crosslink was also used between l4 and l5 levels. On an unknown date, post-op, s1 screws were found to be broken bilaterally. This problem was discovered during patient follow up visit somewhere between 3 months and 6 months after the surgery. No fall or other traumatic event was reported which could have caused the breakage. No patient complications have been reported due to this event. The broken screws are still implanted in the patient; and the patient does not wish to have another surgery to remove the broken hardware. A CT has been ordered to see if the patient has acquired a solid fusion.